Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high definition liquid crystal display monitor which was an olympus asset with no reported complaint. During the device analysis, the service repair technician indicated no image due to faulty printed circuit board. There was no patient involvement.